Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted it was returned severed into two segments 14.5 cm from then terminal pin. It was found that both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region. A portion of the exposed coil was also noted to be pulled and looped external to the insulation; this damage was most likely induced during the explant procedure.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise resulting in inappropriate anti-tachycardia pacing (atp) and episodes incorrectly identified as non-sustained ventricular tachycardia stored to the device. A lead issue was suspected but not confirmed. Information was later received indicating a revision procedure was performed wherein the rv lead and device were explanted and replaced. No adverse patient effects were reported.